Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury reported. This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211. A report will be filed with all regulatory agencies. The investigation is ongoing, a follow up will be filed upon completion of the investigation.

Manufacturer narrative:
A correction has been made in the general information tab to reflect 'yes' for report completion as final; no follow-up report is required at this time.